Event description:
It was reported that during surgery, the setscrew of the connector was worn when it was tightened. The surgeon remove it and used other one.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the returned connector was confirmed to have a jammed set screw, which was fully backed out. It is likely that the set screw was fully backed out past the acceptable range, which resulted in the set screw being jammed. No relevant manufacturing issues were identified during manufacturing record review.conclusion: the most likely cause of the customer reported event is over-torqueing of the set screw while backing it out.

Event description:
It was reported that during surgery, the setscrew of the connector was worn when it was tightened. The surgeon remove it and used other one.